Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0 support, there was a flow blockage. The impella 5.0 was successfully exchanged with a new impella 5.0 the patient was hemodynamically stable, awake, and mobile following the pump exchange.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.